Event description:
It was reported that high capture thresholds and high, out of range pacing lead impedance were observed. Patient will be monitored remotely. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.